Event description:
Device 3 of 4. The pt received 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03155, 1627487-2012-03156, 1627487-2012-03158. The pt reported experiencing shocks at her scs ipg pocket site and back. Subsequently, the pt turned off her scs ipg and has not used it since. Prior to experiencing the shocks the pt experienced heating while charging. There is no additional info at this time. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. As increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.